Manufacturer narrative:
No patient involvement. Lot# is unknown as the device has not been returned. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect driver has not been returned. Device not returned.

Event description:
A medtronic spine representative noticed that the driver would not engage with screw. The threads on the driver appeared to be damaged. No patient involvement.